Manufacturer narrative:
The reported issue was discovered during unit check-up. Per the field service representative (fsr) the problem was that one of the wires from the battery post was disconnected, as a result, it could not complete the charging circuit. The fsr reconnected and tightened the wires. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries were not charging. There was no patient involvement.